Event description:
It was reported that a 52-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient was diagnosed with baker grade iii capsular contracture of one of the breasts during a physical exam with a medical professional. The affected side was not provided. As a result, the patient underwent bilateral removal and replacement with 350cc (left-sided) and 475cc (right-sided) mentor memorygel breast implants on (B)(6), 2023. As the affected side was not provided, the catalog/lot numbers for both products are being provided as left implant - catalog number: 3501640 / lot number: 225710 and right implant - catalog number: 3501655 / lot number: 226595. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for both lots 225710 and 226595, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).